Event description:
The customer contacted the cta regarding an ongoing issue with elevated platelet results generated by the cd3700. The customer faxed a list of patient results they were questioning. Upon reviewing the data it was noted that in 2004 the cd3700 had generated a platelet result of 150,000/ul without any flags. The sample was repeated several times and the platelet results were 11,000/ul, 12,000/ul and 16,000/ul. The slide was reviewed which confirmed the result of 16,000/ul. The platelet result of 16,000/ul was reported. There was no impact to patient management.

Event description:
See the initial report